Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery (rfca) was attempted with a proglide device using the pre-close technique via an 8f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff was noticed. A second proglide device was attempted. The footplate was deployed without issue. When moving to set against the vessel wall, the device pulled out of the anatomy. The proglide posterior foot was noted to be missing. A cut down was performed to search for the foot; however, it was not found. Surgical suturing achieved hemostasis in the rcfa. The tavi procedure was completed successfully with left femoral access. There was a reported delay in the procedure. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.